Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit is not charging batteries when plugged into an a/c outlet. The complainant indicated that there was no patient involvement in the reported malfunction.